Event description:
On 04/16/1999, the facility's interventional radiology technician informed the distributor's sales representative of the following: the device is supposed to be packaged with one (1) 7fr marked catheter and one (1) 7fr unmarked catheter. However, this device was packaged with one (1) 7fr marked catheter and one (1) 9fr unmarked cahteter. The device was implanted, but due to previous reports, she felt that the MFR's qa department should be made aware of this event. No further details were provided.